Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On 05/22/2026, it was reported that the patient experienced inaccurate cgm readings for an extended period of time from 31.6% up to 52% differences between bg and cgm or from 100 to 200 mg/dl between bg and cgm as difference. Due to this ongoing issue the hemoglobin a1c (hba1c) increased from 7.4 % to 10 %. The patient required an laser eye operation due to the injuries caused by prolonged cgm inaccuracies. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. It has been reported that there was a difference in readings of 100 to 200 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.